Event description:
Patient reported obtaining blood glucose results of 271 mg/dl on the suspect device. Patient's blood glucose was immediately retested, on a physician's device, with a result of 123 mg/dl. No patient injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.